Event description:
While troubleshooting another issue the field service engineer (fse) found a film covering the walls of the hemoglobin (hgb) cuvette on the unicel dxh 800 cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 2/17/2015. The fse found the hemoglobin (hgb) cuvette was cloudy. The fse replaced the hgb chamber assembly, which repaired the issue observed by the fse. The repairs were verified per established procedures. (B)(4).